Manufacturer narrative:
Previous admission for chronic driveline infection was covered under in MFR # 2916596-2022-11077. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic driveline infection that spread to the chest cavity. The patient was taken to the operating room (or) and their heartmate 3 was explanted. The patient was placed on impella and extracorporeal membrane oxygenation (ECMO) support after explant and had been on zosyn. The pump was not saved for return. The patient had episodes of hypotension during surgery and post-op the patient returned to the or that evening for excessive chest bleeding.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.